Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.

Event description:
It was reported that the pt presented with pain for a month and developed infection. Mesh was explanted.